Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error detected . The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 117 mg/dl at the time of incident. Customer was able to complete rewind. Notification light did not immediately stop flashing. The insulin pump will be returned for analysis.